Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: external control system failureadditional text: visual and audible alarms didn't matchspecific component(s) involved: external controller malfunctionadditional text: visual and audible alarms didn't matchother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of internal controllerother intervention :implant device type: lvadmalfunction device type: